Manufacturer narrative:
Event summary: as reported, during treatment of a post-partum hemorrhage, a bakri tamponade balloon catheter leaked through a pinhole. The device was placed transvaginally with the use of sponge forceps. The patient lost 850 ml of before the device was placed, but it is unknown how much blood was lost after placement. Another device was used to reach hemostasis. No adverse effects to the patient have been reported. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. One device was returned in the used condition in open packaging. A function test was performed by inflating the balloon with water, and leakage was confirmed. Under magnification, tool marks were observed in the balloon material at the pinhole. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." The complaint device appears to have been damaged during use. User error was determined to have likely contributed to this event. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-partum hemorrhage, a bakri tamponade balloon catheter leaked through a pinhole. The device was placed transvaginally with the use of sponge forceps. The patient lost 850 ml of before the device was placed, but it is unknown how much blood was lost after placement. Another device was used to reach hemostasis. No adverse effects to the patient have been reported.